Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the device "has a tear on the cord near the hand piece." The reporter stated that there was no delay in surgery; no patient harm, and adverse outcome or injury was alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:: the actual sample was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found a hole in the outer hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.